Event description:
It was reported that the device failed patient side occlusion during preventative maintenance. No patient involvement was noted.

Manufacturer narrative:
New information: investigation and root cause completed add b5 correct g4, g7, h3, h6 (method, results, conclusion), h11 a review of the device history record for (B)(6) was performed from date of manufacture 07/31/2006 to present date 09/25/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was [insert confirmed / not confirmed / cannot be determined]. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed patient side occlusion during preventative maintenance. No patient involvement was noted.